Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that a needle 27x1/2 rb leaked medication from the luer lock with no medication entering the vial. Customer stated he realized it was the plastic part of the needle, he held the collar to try and squeeze it, but it still flooded out around the luerlock.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle 27x1/2 rb leaked medication from the luer lock with no medication entering the vial. Customer stated he realized it was the plastic part of the needle, he held the collar to try and squeeze it, but it still flooded out around the luerlock.